Event description:
A single bd insyte autoguard winged 22 IV catheter noted to have mold both on the inside of the apparently intact sterile packaging. No other catheter in the box had a similar appearance. Product was not used on patient. It was discovered in the bock upon opening.